Event description:
On september 11, 2018, nakanishi received a phone call from a dentist office about an nsk handpiece overheating. The details are as follows. The event occurred on (B)(6) 2018. The dentist was forming the patient's lower right teeth, #6 and #7 using the handpiece ti95l (serial no. (B)(4)). The patient was anesthetized. During the procedure, the dentist found a whitish burn injury about 5mm in diameter on the corner of the patient's mouth. The dentist applied ointment to the injury and determined no additional burn treatment was necessary. According to the dentist, there were no abnormalities in the handpiece observed prior to use. When the patient returned for follow-up visit, the dentist confirmed that the injury had healed.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (december 2013) since the device was shipped. According to the service record, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as follows; however, the temperatures were not high enough to cause a burn injury. Test point (1): 35.7 degrees c, test point (2): 41.4 degrees c, test point (3): 29.3 degrees c, test point (4): 28.3 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed a contact trace on the surface of the cartridge caused by a headcap being pressed. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi could not replicate the temperature rise at the time of the event, however based on abnormality in the inside parts observed in the visual inspection, as well as many years of experience, nakanishi identified that the cause of the overheating of the returned device was friction heat generated by contact between the headcap and the cartridge, which was caused by the headcap being depressed during rotation. Misuse by the user leads to the contact between the headcap and the cartridge, which contributes to the reported overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of using the device, as instructed in the operation manual.